Manufacturer narrative:
Analysis: analysis of the lead, 3889-28, tined lead, interstim, us 28 cm (lot # unknown) determined, that the conductor(s) was/were crushed; there was no impact to electrical functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was placed, while in the or, in s3 which was verified by x-ray (lead placement good). However, the patient had no motor or sensory response. All the connections were switched and the ground pad repositioned 5 times. The patient had motor and sensory responses on the needle but not on the lead. The lead was noted to be defective. A new lead was opened and implanted with no issues. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The representative reported the patient had no response using the lead that was returned. Another lead was used and it worked.